Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via a contralateral approach, the corewire was exposed after removing from the patient's body. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2024. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During the visual evaluation, material separation was noted between the distal tip and catheter shaft. The catheter was noted to be frayed near the marker band. The catheter shaft was noted to have several tears proximal to the distal tip. Therefore, the investigation is confirmed for the material separation and material fray issue as the catheter was noted to be separated and frayed. The investigation is also confirmed for the material tear issue as the catheter has several tears. A definitive root cause for the reported material separation and identified material tear and material fray issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), g3, h6 (device, method). H11: h6 (result, conclusion) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via a contralateral approach, the corewire was exposed after removing from the patient's body. There was no reported patient injury.